Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed that errors occurred in the logs but could not replicate the errors. The fse replaced the universal surgical manipulator (usm) #4 as a precaution. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. The unit was tested on an in-house system and failed normal mode as it triggered error 1126. The following errors were logged in the system: 1126, 31226, 307 and 319. When the rolling loop fiber swapped with a new one, the error no longer occurred. When original rolling loop fiber cable was reinstalled, error 1126 came back. When the unit was tested on the test platform (using new rolling loop fiber), it passed all required tests, except yaw sensors check. The rolling loop fiber assembly will be replaced as a fix to the reported problem. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: a usm was disabled/abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a recoverable error 307 on arm #4. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and noted error 307 pointing to the axes controller spar (acs) node. The or staff power cycled the system and the issue returned as error 319. The customer disabled and moved arm #4 out of the way. The site continued the procedure with three remaining arms. Isi followed up with the initial reporter (nurse) and obtained additional information: the procedure was completed robotically using three remaining arms with no injury to the patient.